Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 3006705815-2021-01631. It was reported that infection was observed at the lead site. Patient denies any traumas or falls. The device system was explanted. The infection issue was resolved. Patient is stable.

Manufacturer narrative:
Based on the documents reviewed, the source of the infection remains unknown.